Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5327 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of chronic cervicitis, parity 3 and multi gravida in 2022 and obesity. Concurrent conditions were listed as ovarian cyst and dysmenorrhea since 2022. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,left ovarian cystectomy, diagnostic cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.765 kg/sqm. [Pathology test] on (B)(6) 2022: fiinal diagnosis: uterus, cervix and bilateral fallopian tubes; hysterectomy: ¿ uterus (142 grams) with secretory endometrium and extensive adenomyosis. ¿ chronic cervicitis. ¿ bilateral fallopian tubes with no histopathologic abnormality. ¿ bilateral essure coils (gross exam only). ¿ no evidence of malignancy. Specimen source: uterus, cervix and bilateral fallopian tubes. Clinical history: pelvic pain. Gross description: the right fallopian tube measures 7 × 0.5 cm and is remarkable for proximal intraluminal essure coil. The left fallopian tube measures 8 × 0.5 cm and is grossly unremarkable. Sectioning reveals proximal intraluminal essure coil. The attached cervix measures 3.6 cm in length. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporter and patient information,medical history,lab data,indication,drug stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5327 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.